Manufacturer narrative:
(B)(4). Implant date: implanted over 10 years ago. Medical products: unknown-unknown magnum head-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00951. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 d4: lot number corrected reported event was confirmed via medical records provided and reviewed by a health care professional. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported patient underwent a left hip revision approximately 13 years post implantation due to periprosthetic fracture, elevated metal ions and metallosis. During the revision synovitis was noted. The head and adapter/sleeve were exchanged without complications. The stem and cup remained implanted. No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02560, 0001825034 - 2022- 02561. D6a corrected: remains implanted. D10: 157446- m2a-magnum mod hd sz 46mm- 073130, 139252- m2a-magnum 42-50mm tpr insrt-6- 710090, 11-103205- taperloc por lat fmrl 11x142- 030450. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : product remains implanted.